Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had a suspend on low but the customer stated it was because of a low and the customer was aware of the low and restarted the insulin pump. Blood glucose value was 326 mg/dl at the time of the incident. Troubleshooting was performed and the customer was advised to remove the sensor to determine if the sensor was damaged or bent. The customer stated that they could not remove the sensor. The customer was advised to check their insulin pump programming to ensure if all programming is correct. The customer stated the basal rates were changed by doctor. The customer was advised to verify the accuracy of programming with their healthcare professional. A tubing clamp will be sent to the customer to perform a hp test. Nothing will be replaced or returned.